Event description:
While at the fair using manufacturer recommended 9 hr battery (for at 3 hours), the device alarmed power low, shut down (report source witnessed the device powering back up). Unsure if the device rebooted more than once. Report source was assured the external battery, being used at the time of the event, was fully charged when attached to the vent that day. The external battery was changed to another manufacturer recommended 9 hr battery (which lasted at least 5 more hours). The event lasted 1 to 2 minutes. Patient is vent dependent - indicated to report source that he was not receiving a breath during the event. Report source believes he may have missed 1 or 2 breaths. No patient harm.